Event description:
According to (B)(6), a person claiming to be a staff nurse at an acute care unit alleged that an adverse event occurred while a pt was using the performatrak full face mask. The nurse alleged that a pt was unable to remove the mask when vomiting, aspirated, and subsequently died. The date of the alleged event (s) and facility info were not provided and are unk. The MFR has requested add'l info from the (B)(6) as to the facility allegedly involved, and/or the reporter's contact info. No mask has been returned for evaluation to date. A follow up report will be filed upon completion of the MFR's investigation.